Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to perform insertion complaint due to complaint is against en-serter; customer returned sensor only no needle.

Event description:
Customer reported via phone call that the blood glucose readings were high. Customer states that the blood glucose readings at the time of incident were 666 mg/dl. Customer states that they declined to troubleshoot.